Manufacturer narrative:
Visual examination of the returned device revealed distal stent damage. Some of the struts were flared outwardly. This type of damage is consistent with the device meeting some form of restriction during the insertion of the device. The directions for use (dfu) state that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.

Event description:
Event determined to be reportable based on analysis: it was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The calcified lesion was located in the proximal left anterior descending (lad) artery. The taxus liberte 3.0mm x 20mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion. The device was removed and the procedure was completed with another manufacturer's stent. No patient injuries or complications were reported. Returned device analysis revealed stent damage.